Event description:
It was reported that the patient was treated with embolization of the right middle meningeal artery (mma) for recurrent right-hemispheric subdurals. However, during the procedure the guidewire broke with a 4¿5 cm long piece left in the main trunk of the middle meningeal artery, with the proximal end of the wire bending distally into the internal maxillary artery. The physician considered the final result to be unproblematic and concluded the procedure with patient being discharged in good condition on (B)(6) 2026. But on (B)(6) the patient was presented again with analgesic-resistant left-hemispheric headaches. The physician assumed a post-interventional meningeal irritation. The patient was admitted for inpatient pain management and was discharged again in good condition on (B)(6) 2026. No further information available.